Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 has a similar product distributed in the us, list number 1l79. Section e initial reporter: complete facility name is (B)(6) hospital. Section e initial reporter: complete address: (B)(6).

Event description:
The customer observed false nonreactive architect anti-hcv results for one patient sample (female, 26 yrs) from the obstetrics department. The sample was reactive when tested on different platforms. The following data was provided: architect result = 0.09 s/co (nonreactive), repeat was also nonreactive (no data provided). Mindray result = 4.433 s/co (reactive). Colloidal gold result = weak positive. Additional lab result provided on (B)(6) 2022. Hcv ag result = negative no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false non-reactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 34058be01. In-house testing was performed using retained reagent kit of the complaint lot. All specifications were met, and no false non-reactive results were obtained, indicating that the lot generate the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, a malfunction was not identified since the customer believes that abbott results are correct. The device met performance specifications and performed as intended at the customer site. No systemic issue or deficiency of the architect anti-hcv reagent, lot number 34058be01 was identified.